Event description:
It was reported that during a da vinci-assisted surgical procedure, when attempting to fire the sureform 45 curved-tip instrument on universal surgical manipulator (usm), an error message appeared indicating blade exposure and rendering the device unusable. Upon inspection after removal from the usm, a small white fragment like object was observed in the reload slot/groove. Since the reload could not be removed, the technical support engineer (tse) requested to handle both components as defective items. The tse also advised removing and reinstalling the sterile adapter (sa) on usm2 as a precaution. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.